Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, interrogation of this device was unsuccessful. Multiple positions were tried however interrogation remained unsuccessful. The previous interrogation was reported as uneventful with no anomalies: the patient reported no therapy recently delivered. The unit has been explanted and is intended to be returned for analysis. No resulting adverse patient effects have been reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. A programmer was not able to communicate with the device and no tones were generated when a magnet was applied. The device case was opened to facilitate inspection of the internal circuitry. Upon opening the device case, it was noted that the inside of the device was contaminated with body fluid and there was evidence of associated arcing damage. Laboratory analysis determined that there was most likely a crack in the device case near the header that allowed body fluid contamination to come into contact with the internal circuitry.

Event description:
Boston scientific received information that during a routine follow-up, interrogation of this device was unsuccessful. Multiple positions were tried however interrogation remained unsuccessful. The previous interrogation was reported as uneventful with no anomalies: the patient reported no therapy recently delivered. The unit was explanted and returned for analysis. No resulting adverse patient effects were reported. The patient was later reported as very active and working in the construction building industry.